Manufacturer narrative:
Device #4: investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been rec'd from the user facility. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00016, 00017, 00018.

Event description:
Allegedly revised due to broken cup.